Event description:
It was reported that during a lar procedure, the error code 5 was displayed. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 3/4/2009. Evaluation summary: the analysis was performed and was found that the hand piece no longer meets the specifications for phase margin. However, the instrument activated properly when tested with a generator. The hand piece was disassembled and a torn acoustic isolator was found. Due to this condition, it may lead for an error code 5 to occur. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.